Event description:
It was reported that the surgeon was unable to clamp the sureform 45 curved-tip instrument during a da vinci-assisted pulmonary wedge resection. On the third attempt to clamp the instrument, there was unexpected motion of the "robotic arm," and the superior segmental artery tore. This resulted in excess bleeding prompting a convert to open in order to achieve hemostasis.

Manufacturer narrative:
The sureform 45 curved-tip instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) could not verify the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state and the instrument passed the recognition and engagement tests. When tested, the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly and fired successfully twice using one white sureform 45 reload and one blue sureform 45 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument was fully functional and there was no problem detected. A white reload was returned unused and attached to the sureform 45 instrument. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover upon arrival and a log review was unable to confirm the reload being involved in a firing failure during the procedure. The reload was attached to a stapler for inhouse testing. The system paused for compression before ultimately failing the firing test and displaying an error stating the tissue was too thick. The test cut line had some jagged edges and there were approximately six unformed staples puncturing the test foam. There were no undeployed pushers proximal to the exposed blade, but there was a great amount of cartridge damage found and the knife was exposed towards the distal end of the reload. After testing, the reload was found to have cartridge damage ahead of the exposed blade causing the shuttle to be unable to fully deploy. The shuttle was accidentally scratched in-house when attempting to pull it forward to allow access to the knife and the knife was unable to be inspected due to the shuttle being unable to fully deploy. The event caused partially or wholly by the user of the device including sample handling. An advanced stapler log review showed the instrument was installed on the system 2 times and fired 1 blue reload. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, a white reload was loaded, however no clamping or firing was performed. The instrument was then removed and not used again in the procedure. There were no stapler related errors in the system logs. A system log review shows that approximately two minutes after installing the sureform 45 curved-tip instrument, the user is shown to have pressed the ¿left_pri¿ pedal on the ssc, which was the incorrect pedal set. The left pedal set was assigned to the bipolar dissector that was also installed at the time. Each time the incorrect pedal was pressed, the energy was denied, and the event shows in the morpheus logs as an illegal event. After four attempts of attempting to clamp the stapler with the incorrect pedal, the stapler was removed. The above information would not contribute to potential non-intuitive motion of the universal surgical manipulator (usm). However, there was a port clutch about 1 minute before the illegal events started to occur. This occurred on usm 4, which would be unrelated to the stapler as it was loaded onto usm 1. There were no system errors during the procedure that suggest non-intuitive motion.

Manufacturer narrative:
The sureform 45 stapler instrument and white sureform 45 reload underwent advanced failure analysis. Overall, the initial failure analysis findings were confirmed and based on instrument logs, it was determined that likely the user may have been pressing the wrong pedal set on the surgeon side console (ssc) while attempting to clamp the stapler instrument considering all clamp attempts were completed successfully during in-house testing and analysis. The initial findings on the white sureform 45 reload were also confirmed. The stapler reload had been installed in the jaws of the stapler and inserted into the patient, as evidenced by the excessive dried biodebris observed on the reload components. Since the stapler instrument, returned with stapler reload, was found to be fully functional, it can be inferred from the complaint that the 'misfire' reported against this stapler reload is likely related to the lack of clamping or firing that could be completed during the procedure, while this stapler reload was installed. All damage to the stapler reload occurred during in-house testing and is not related to the complaint. The damage observed may be relate to increased friction as a result of the excessive dried biodebris observed.

Event description:
Refer to h10/h11 for follow-up information.